Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during dwell one of their therapy. The patient verified that there was nothing noted with the lines that could cause or contribute to the warning. The technical support representative assisted the patient with rebooting the cycler but the warning returned. After being unable to bypass the alarm, the patient cancelled the treatment. Upon removing the supplies, the patient did not see any fluid inside the cycler door but stated that there was solution running down one of the lines. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not have manual supplies available to continue with treatment. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The cassette was discarded and the patient has continue peritoneal dialysis therapy with the replacement cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.